Event description:
A report was received that a patient's precision system was explanted. The patient was experiencing inadequate paresthesia. An x-ray taken confirmed that part of one lead was wrapped around the ipg and the lead had pulled down. The patient was reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn for further evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.